Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0598 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while pre-rinsing the catheter before use on a patient, it was found to have residual of glue attached to the catheter at the 50 cm mark.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of residual material on the catheter was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample contained the t-lock assembly with hydrophilic catheter stylet inlaid within the catheter. Gross visual evaluation confirmed the presence of a purple material adhered to the catheter shaft between the 49cm-50cm depth markers. Microscopic examination of the substance showed that it flowed into the catheter surface and appeared to be similar to polyurethane. The manufacturing facility was notified of the event. Reynosa evaluation the complaint of ¿there was residual of glue attached to the catheter¿ was confirmed. Based in the analysis of the photo samples and (bas) evaluation performed it was concluded that material adhered was similar in color to the molded joint due to that the cause of this condition is manufacturing related. A lot history review (lhr) of rezh0598 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while pre-rinsing the catheter before use on a patient, it was found to have residual of glue attached to the catheter at the 50 cm mark.